Manufacturer narrative:
Root cause: the root cause for the reported issue of an failure to alarm (d10, albumin) was not determined because no products or device logs were returned.

Event description:
It was reported that on (B)(6) 2024 at 2120, the pump modules allowed multiple air bubbles to pass through the air-in-line sensor without alarming. Air bubbles sizes were from 1mm to 10mm length. The pump modules were infusing d10 and albumin. This was reported to bd representatives during their site visit. There was patient involvement, however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) 2024 at 2120, the pump modules allowed multiple air bubbles to pass through the air-in-line sensor without alarming. Air bubbles sizes were from 1mm to 10mm length. The pump modules were infusing d10 and albumin. This was reported to bd representatives during their site visit. There was patient involvement, however no patient harm.

Event description:
It was reported that on (B)(6) 2024 at 2120, the pump modules allowed multiple air bubbles to pass through the air-in-line sensor without alarming. Air bubbles sizes were from 1mm to 10mm length. The pump modules were infusing d10 and albumin. This was reported to bd representatives during their site visit. There was patient involvement, however no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.